Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a ventricular tachycardia ablation case, a pericardial effusion occurred. The perforation was surgically repaired to stabilize the patient. The ablation catheter was moved from left ventricle to right ventricle and ablation was performed on the right ventricular anterior septum. The physician noticed a drop in blood pressure and used ice to confirm a pericardial effusion. The perforation was located on the anterior aspect of the right ventricle which was surgically repaired to stabilize the patient. There are no reported performance issues with any abbott device. The procedure was considered complete by non-inducible ventricular tachycardia.